Event description:
In 2008, boston scientific corporation was informed that during the procedure, the physician could not advance the resolution clip device clip out of the catheter. This occurred a total of three times. The procedure was completed with another of the same deice without any patient complications. Patient is "fine". This report is for the first of three devices used in same procedure, please refer to MFR #'s 3005099803-2008-06869 and 3005099803-2008-06898 for other related reports.

Manufacturer narrative:
The subject device is not available. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.